Manufacturer narrative:
Arjo has been notified of an incident involving a maxi twin passive floor lift. It was reported that while transferring a patient from a wheelchair to a bathtub, the device tipped over. According to the information provided, the patient was not injured, but the caregiver, who was present during the transfer, was hit on the head by the tipping lift and fell hitting her right arm on the bathtub. As a result of the incident, the caregiver sustained a head injury (of unknown severity) and sore shoulder. After the incident an arjo representative evaluated the involved device and observed that the thread of the leg adjustment stop screw in the chassis was damaged, which led to the screw coming loose and falling out. During the evaluation of the equipment at the customer's site, the technician was informed by one of the staff member that in the bathroom where the patient was transported, there are drains. According to the customer¿s employee, while transferring a patient from a wheelchair to a bathtub, one of the drains in the floor was run over by the floor lift. This led to the right wheel of the device being lifted up and the device losing stability and consequently tipping over. Based on the information received from the service technician, the fall of the device caused damage to the threads of the screw limiting the adjustment of the legs in the chassis and, consequently, the screw came loose and fell out. The instructions for use for the maxi twin passive floor lift (document number: (B)(4)) in the "safety instructions" section contains the following warning: "to avoid the device from tipping and the resident from falling, do not use the equipment on floor with recessed drains, holes or slopes exceeding a ratio of 1:50 (1.15°)". Based on the information obtained during the course of this investigation, it can be concluded that the most likely cause of the reported event was a use error. To sum up, the maxi twin passive floor lift was being used for a patient transfer when the device tipped over and from that perspective the device did not meet its performance specification. The complaint was deemed reportable due to allegation that the device tipped over during patient transfer leading to the caregiver¿s injury.

Event description:
Arjo has been notified of an incident involving a maxi twin passive floor lift. It was reported that while transferring a patient from a wheelchair to a bathtub, the device tipped over. According to the information provided, the patient was not injured, but the caregiver, who was present during the transfer, was hit on the head by the tipping lift and fell hitting her right arm on the bathtub. As a result of the incident, the caregiver sustained a head injury (of unknown severity) and sore shoulder.